Event description:
It was reported that a possible premature battery depletion was noted on the device. The device was explanted and replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was above elective replacement indicator (eri) level during implant period and false elective replacement indicator (eri) alert noted is consistent with autocapture being enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis performed found no anomalies.